Event description:
The retractor broke intraoperatively, and segments detached from the retractor inside the abdomen of the patient. The surgeon claims to have retrieved all loose segments with an endoscopic grasper, and post operative x-rays found no foreign bodies inside the patient.